Event description:
After the laparoscopic hysterectomy was complete, doctor was attempting to deflate the balloon on the 16 fr foley (lot # ngcz0552) and the balloon would not deflate. He then cut the port to deflate the balloon and removed the foley. When it was removed from the patient, the balloon was still inflated. There is no mention of this incident in any of the perioperative charting or operative report. The intra-op record only states that the catheter was removed by the surgeon. However, the patient did void 200 ml of urine in pacu and was discharged. The defective foley catheter was discarded in the trash after the surgery was completed.